Manufacturer narrative:
An evaluation and visual examination of the returned concept suture passer needle found the tip broken off and confirmed the reported breakage. The broken portion of the suture passer needle was not returned for evaluation, as it was discarded at the user facility. This device was manufactured on december 03, 2012 in a lot of (B)(4) units. No anomalies were noted during the manufacturing of this lot. A review of complaint history shows no other reports of breakage for this lot of product, and complaints for this device have decreased significantly. The use of this product is technique dependent and the number of passes was not available. The product's risk document addresses needle breakage as an acceptable risk. This needle is composed of shaft and blade made of (B)(4) super elastic nitinol and a tab made of (B)(4). Each of these materials are routinely used in the manufacture of medical instruments and have a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches and orthodontic devices. To reduce the risk of patient injury, the product's instructions for use (IFU) provides the user the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard, as there is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and breakage of the needle, which may cause possible patient injury.

Event description:
The customer reported that during use of this concept suture passer needle with the suture passer (item #smi-00m) in a left shoulder arthroscopy/rotator cuff repair on (B)(6) 2013, the tip of the needle broke off. The facility reported that the surgeon was able to locate and retrieve the broken suture passer needle tip (using an arthroscopic grasper) in less than 5 minutes. Another suture passer needle was opened and the case was completed without further incident. It was also reported by the circulating nurse that the suture passer needle will be returned for evaluation. However, the broken tip was discarded at the user facility.